Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited no capture. The physician increased the rv output and will continue to monitor this patient. The patient is zero percent paced in the rv. No additional adverse patient effects were reported.